Event description:
It was reported that pump experienced recurring malfunction alarms with code 12, and caller stated that no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if needed, while technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.